Event description:
The spouse of the home patient (hp) reported the hp was overfilled while using the homechoice cycler for apd therapy at home for the first time. The hp's spouse relates that the hp had performed capd manual exchanges of 2000mls for dialysis therapy prior to using the homechoice cycler and as a result, hp still had approximately 2000mls of fluid in peritoneum at the start of the apd therapy. The hp's spouse relates that when the apd therapy began the homechoice cycler appeared to "skip" the initial drain and advance into fill 1, delivering the programmed fill volume of 2000mls. The hp's spouse relates the hp felt full and experienced difficulty breathing so spouse placed the homechoice cycler into a manual drain, removing approximately 4,105mls of solution. After the manual drain was completed the hp discontinued apd therapy for the night and the hp's spouse informed the hp's nurse of the incident. The hp's spouse relates there was no pt injury or medical intervention.